Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had been hearing a sound resembling a siren coming from the cardiac resynchronization therapy defibrillator (crt-d) for the past few months. The patient was seen and it was determined the right ventricular (rv) lead exhibited high pacing impedance and oversensing with a high sensing integrity counter (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.